Event description:
We have been informed that on approaching the pt the nurse noticed a significant "dip" in the mattress around the buttock area. The pt was sat on the mattress in the upright position. The nurse slid hand under the pt in buttock area and felt as though very close to the base as there was little to no air in the cell. It was also reported that nurse seemed that the mattress was alternating correctly. There was no air within the cells around the pt giving the impression that the mattress was not inflating correctly. Nurse confirmed that there was no alarm sounding to indicate a low air pressure. Pt had a category 4 pressure ulcer with the skin virtually closed over the ulcer, however after the incident the skin broke down again. (B)(4).